Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, ""excessive force used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: - never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage. - exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: we attempted to move the wire in the rspv, but the physician felt resistance during manipulation. Upon removing the wire for inspection, we found that the outer layer had detached, rendering it unusable. The issue was resolved by replacing it with a new one. Device/procedure outcome: procedure completed,unable to use device - attempted, different device used (same model).